Event description:
It was reported by the hospital that the patient underwent an initial hip replacement on (B)(6) 2005 and subsequently underwent a revision procedure on (B)(6) 2014 due to a metal reaction. The surgeon advised there was blackened metal in the stem neck and a lot of metal mass in the joint. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components."

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.